Event description:
Customer depressed the plunger and the syringe pushed into his arm. He had a procedure for removal of needle.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. This device incorporates a needle that retracts after injection and is often mistaken by lay users as the needle breaking off. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.